Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that an initial (B)(6) result of (B)(6) was generated. The sample was repeated and results of (B)(6) were generated. Per the customer's internal procedures these results are considered greyzone ((B)(6) but per the architect havab igg package insert the results are (B)(6). The customer performed maintenance on the analyzer and reran the sample again and a (B)(6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. The customer suspected (B)(6) results for one patient sample when using architect havab igg reagent, list number 6c29-25, lot number 34384li00. A retained kit of lot number 34383li00 (contains the same bulk components as lot 34384li00) was tested in a specificity set-up across 3 different instruments. All negative control values and additional characterized negative human plasma replicates met specifications and the results were in the typical range and no false reactive results were obtained. Additionally a review of non-conformances and deviations associated with lot 34384li00 was performed. This review resulted in no occurrences that could be linked to the customer observation. Customer complaint data was reviewed and no adverse trends were identified. The architect havab igg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.